Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive. Reportedly, there was moisture observed in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the keypad and audio bolus button cover were found to be intact. The keypad was removed and there was moisture corrosion found inside the pump. The audio bolus button response and keypad buttons response was not able to be tested due to the corrosion in the pump.